Event description:
It was reported by the getinge clinical specialist, that when they went to the account to do a hemodynamics of counterpulsation class, the cardiosave intra-aortic balloon pump (iabp) touch screen would not respond to touching of the buttons. It seemed out of calibration. The iabp was pulled from service to get repaired. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: contact person name: (B)(6). Contact person email: (b(6). Contact person telephone: (B)(6). Occupation: nurse. It was reported that cardiosave intra-aortic balloon pump (iabp) with touchscreen would not respond. A getinge field service engineer evaluated hemodynamics of counterpulsation class and the cardiosave pump touchscreen would not respond to touching of the buttons. It seemed out of calibration. Pump was pulled from service to get repaired. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. There was no patient involvement.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.